Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the light guide fiver bundle (lcb) was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the lcb. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
Led disappear and appear by angulating the scope. The time of event is during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Led disappear and appear by angulating the scope. The time of event is during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.